Manufacturer narrative:
Date of event: actual date was not provided. Best estimate date is (B)(6) 2014. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
On (B)(6) 2014, it was reported to the amo sales representative that the toric intraocular lens (iol) had rotated from the original axis of 102 degrees and ended up at 135 degrees, with axial length of 25.09. It was noted that patient was unhappy with lens refraction. On (B)(6) 2014, lens was explanted in a secondary procedure and replaced with another zct300 model lens, diopter 16.5. Replacement lens serial number was not provided. Post-operatively on (B)(6) 2014, patient was reported to be very happy with new lens. Visual acuity (va) was 20/25 and new lens axis is holding. No further information has been provided.

Manufacturer narrative:
The manufacturing records were reviewed. Device history records show the production order was manufactured without nonconformances or deviations. There were no process and/or material changes. Diopter verification showed it was within specifications for optical and cylinder power. There were no associated nonconformity materials reports or non conformances. The lens met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.